Event description:
It was reported that a homecare pt intubated with a size 6 dct, disposable cannula low pressure cuffed tracheostomy tube experienced minor trauma, distress and was briefly hospitalized as a result of some type of fit, placement and curvature non conformance reportedly attributable to the device. The problems occurred immediately after placement. The attending physician performed a bronchoscopy where tracheal trauma was diagnosed. The involved 6 dct device was not immediately removed and replaced. Conflicting info has been rec'd regarding the actual event and device involvement. The involved 6 dct device is reportedly available to be returned for evaluation and investigation. As of the date of this report the subject device has not been rec'd by the MFR.